Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A report was received from a healthcare provider at (B)(6) hospital in (B)(6). It was reported that a patient moved to the omnipod 5 system in (B)(6) 2026. The patient has presented at hospital with ketones and stated that the omnipod 5 system has delivered several insulin boluses over the course of several hours (around 200 units in total) without their knowledge and independently of themself. The patient is currently in the hospital and back on multiple daily injections via pen therapy. There were no further details provided. This complaint is linked to the same patient with reports under (B)(4) capturing the hospitalization, (B)(4) capturing the pdm malfunction, and (B)(4) capturing the 2nd pod incident. No new or additional patient injury was reported in association with the pdm and the pod.

Manufacturer narrative:
The patient date of birth and sex was updated. The event was updated from malfunction to serious injury. The imdrf coding was updated. The description of the event was updated. The product manufacture date, serial #, lot #, catalog # and model # were updated. The physical device was not returned. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found multiple large boluses delivered between 19:28 on (B)(6) 2026 and 01:25 on (B)(6) 2026. The cloud data showed that the total was manually adjusted from 0 u to the amount that was started and delivered. Without log files, it could not be determined if the controller was interacted with to program and confirm each bolus. The exact cause of the reported uncommanded boluses could not be determined. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A report was received from a healthcare provider at county hospital adult¿s department in hereford. It was reported that a patient moved to the omnipod 5 system in (B)(6) 2026. The patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 33 mmol/l (594 mg/dl) and ketones at 7.6 mmol/l. It was reported that the omnipod 5 system has delivered several insulin boluses over the course of several hours (around 200 units in total) without their knowledge and independently of themself. Symptoms reported include the patient feeling sick and unwell. The patient was treated with intravenous insulin, sodium chloride and potassium. The patient was still admitted on (B)(6) 2026 and back on multiple daily injections via pen therapy. This complaint is linked to the same patient with reports under (B)(4) capturing a pod issue contributing to the hospitalization, (B)(4) capturing the pdm malfunction, and (B)(4) capturing the 2nd pod incident. No new or additional patient injury was reported in association with the pdm and the pod.